Manufacturer narrative:
The technician replaced the side rail slide bracket to resolve the issue.

Event description:
The technician alleged the side rail is jammed stuck in the down position and is unable to raise and latch. No pt impact.